Manufacturer narrative:
H10: the devices were not returned for evaluation. Images records were not provided for either reported malfunction. Medical records were provided for both reported malfunctions and reviewed. One malfunction was confirmed for difficulties removing and malposition due to tilting, but was inconclusive for patient device interaction problem. One malfunction was confirmed for difficulties removing, malposition due to tilting, patient device interaction problem due to filter limb perforation, and material deformation. A definitive root cause is unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filters allegedly experienced a patient-device interaction problem, device malposition, and were allegedly difficult to remove. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, one was reported to be a 46-year-old male whose weight was no reported and the other was reported to be a female whose age and weight were not reported.

Manufacturer narrative:
The devices were not returned for evaluation. Images records were not provided for either reported malfunction. Medical records were provided for both reported malfunctions and reviewed; confirming the investigation for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Review of the second confirming the investigation for filter tilt, penetration of ivc wall and retrieval difficulties. The definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filters allegedly experienced a patient-device interaction problem, device malposition, and were alleged difficult to remove. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, one was reported to be a (B)(6) male whose weight was no reported and the other was reported to be a female whose age and weight were not reported.